Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir leaked passed 2nd o-ring. Reservoir was not in insulin pump. Customer's blood glucose was unknown. Reservoir would be replaced.